Event description:
The customer ran a blood glucose test and received results in the 200-400 mg/dl range. The customer received a result of 517 mg/dl, 1 1/2 hours later customer ran a test and the result was 33mg/dl. The customer was taken to the emergency room where customer's blood glucose was 166mg/dl. No treatment was received. No controls were in use. A request was made for the return of the suspect device and reaplacement product was sent.